Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 8 unopened foley tray systems with a 2-way catheter attached to a drainage bag. Inflated balloon of 1st catheter with 10 ml of solution and the catheter rested with no leaks noted. Deflated balloon passively with no cuffing or leaks noted. Inflated and deflated balloon of 2nd catheter passively with no cuffing or leaks noted. Inflated and deflated balloon of 3rd catheter passively with no cuffing or leaks noted. Inflated and deflated balloon of 4th catheter passively with no cuffing or leaks noted. Inflated and deflated balloon of 5th catheter passively with no cuffing or leaks noted. Inflated and deflated balloon of 6th catheter passively with no cuffing or leaks noted. Inflated and deflated balloon of 7th catheter passively with no cuffing or leaks noted. Inflated and deflated balloon of 8th catheter passively with no cuffing or leaks noted. There were no leaks or liquid coming from any of the 8 returned catheters. Therefore, product meets specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the reported event is unconfirmed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter of lot# nggy5874 was inserted into patient, when patient went home the catheter had fallen out as the balloon deflated and upon inspection a small pinhole was discovered. Patient had to return to the emergency room. Per follow up via phone on (B)(6) 2023, it was reported that the customer had an additional defective sample that they would return for evaluation. Per follow up via phone on (B)(6) 2023, it was reported that they sent back six catheters to the manufacturer. Per sample form received on (B)(6) 2023, it was stated that on (B)(6) 2023, the patient had a foley in place and was discharged from the emergency room. While the patient was at home the foley fell out. When they troubleshooted it, they noticed a pinhole in the balloon where the saline was leaking. They put a new one and sent them home. The patient returned on (B)(6) 2023 for the same problem, again staff troubleshooted the balloon and noticed a pin size hole and third foley was inserted. Both times they inflated the balloon prior to the insertion they found no issues, then after it was inserted, the hole appeared. Also stated that the 2nd foley was thrown away.

Event description:
It was reported that the foley catheter of lot# nggy5874 was inserted into patient, when patient went home the catheter had fallen out as the balloon deflated and upon inspection a small pinhole was discovered. Patient had to return to the emergency room. Per follow up via phone on (B)(6)2023, it was reported that the customer had an additional defective sample that they would return for evaluation. Per follow up via phone on (B)(6)2023, it was reported that they sent back six catheters to the manufacturer. Per sample form received on (B)(6)2023, it was stated that the patient had a foley in place and was discharged from the emergency room. While the patient was at home the foley fell out. Patient returned and a 2nd catheter was inserted. This deflated as well, while the patient was still in the hospital and third foley was inserted. Also stated that the 2nd foley was thrown away.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.